Event description:
It was reported that the pump screen was not as responsive, particularly when unlocking. There was no adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, and no further action was required as no additional information was provided.